Event description:
The facility representative reported an infuso.r. Pump with a condition of broken, able to hear the rate but no movement on syringe. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "broken, able to hear the rate but no movement on syringe" was not confirmed and not reproduced. The root cause was attributed to a loose lead screw. There were no repairs made to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.